Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your husbands operative report to review which layer of tissue the suture was used? Does ethicon have your husbands permission to contact your husbands surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information.

Event description:
It was reported by the family member that the patient underwent an unknown foot procedure on (B)(6) 2019 and suture was used. The patient experienced itching immediately after the procedure. The patient was prescribed antibiotics and steroids with no relief. Seven days post op, after the bandage was removed, a rash was noticed. The patient began putting bacitracin on the rash and soon learned he was allergic to bacitracin. The patient is scheduled for hardware removal on unknown date in july of titanium screws. The patient has had allergy testing for titanium and aluminum and suture testing, no results are known. The additional information has been requested.